Event description:
It was reported that a temperature alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using insulin injections for backup therapy.